Event description:
It was reported that air bubbles were observed within the tubing, while the pump was in use. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 324 mg/dl.